Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Event date not provided. Therefore, 04/01/2025 was used as approximate date.

Event description:
It was reported that the patient stated he is scheduled for a surgery on (B)(6) 2025, to replace his inflatable penile prosthesis (ipp) with a different prosthesis because the pump was not working. The patient stated that the reservoir in the abdomen and the location of the pump caused a painful stomachache. No additional information was provided.